Event description:
It was reported that during the third stage to implant the deep brain stimulation lead on the right side, it was found through imaging that the already implanted left lead had migrated. There was no reported issue due to the lead migration, however, the left lead was repositioned one centimeter superiorly during the right lead implant procedure. The patient was doing very well postoperatively.